Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump developed a mid-screen crack, after which the upper half of the touchscreen accepted input and the lower half did not, while insulin delivery continued. Symptoms included no injury and no adverse glycemic symptoms. Outcomes included continued pump use with functional limitations and planned transition to backup therapy if needed, along with shipment of a replacement device and instructions on shutdown and data syncing. Investigation included remote troubleshooting and user education, verification of device information and logistics, and initiation of device return for evaluation. Investigation of this case revealed a damaged display component resulting in partial touchscreen nonresponsiveness, consistent with a hardware screen failure without associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was device component failure due to physical damage of the screen.